Event description:
A consumer reported that one month following intraocular lens (iol) implant surgery, she sees a slight shadow and has blurriness at distances. She does not feel her vision is as sharp as it should be. The consumer reported colors are beautiful and she can see much better up close. The consumer reported she was disappointed and did not feel her symptoms were going to clear up. At the request of the consumer, the surgeon was not contacted.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. At the request of the consumer, the surgeon was not contacted. (B)(4).